Manufacturer narrative:
The reported condition was confirmed. This issue is currently being investigated under mdq-CAPA-132.

Event description:
During service testing, the baxter repair tech reported that 1 battery discharge below alarm theshold had occurred on this device, meaning battery damage. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.